Manufacturer narrative:
(B)(4). Concomitant medical device: nexgen tibial component size 3 catalog # 00598003701, lot # 64264292. Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0002648920 - 2019 - 00560.

Event description:
It was reported that during a knee arthroplasty, the device was not seating properly with mating component. Another device was used to complete the surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by visual examination. The returned articular surface has nicks and gouges and the dovetail feature is flared and compressed. Device history record review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The root cause of the reported issue is attributed to user error when implanting the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.